Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead implant procedure, when the ipl was removed from packaging, the tip was deployed out of the box and unable to retract. The ipl was not implanted, and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. There was blood on the stylet/guidewire. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was returned with a stylet inside the lead, dried blood and tissue visible on stylet handle, removed stylet and found kinked in various locations. Helix returned retracted, dried blood inside helix. Helix extends/retracts within specification. If information is provided in the future, a supplemental report will be issued.